Manufacturer narrative:
Eval summary: the device was not returned for analysis. No x-rays were made available. There is insufficient info to draw any conclusions about this event. Complaints of this nature will be monitored to identify any adverse trends. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the flange was bent and because no replacement had been prepared, the surgeon implanted it. The x-ray taken postoperatively indicates that the implanted plug is inclined at the distal cavity.